Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that ems was dispatched for her husband. The patient had a low blood glucose of 31 mg/dl caused by priming while being connected to the insulin pump. The customer was treated with a glucagon shot. No products were returned for analysis.